Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the cable unit was damaged and the light guide bundle was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the laparoscope's charged coupled device was faulty and corroded causing a purple color image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the charged coupled device issue could not be determined. Olympus will continue to monitor field performance for this device.